Event description:
It was reported to philips that the device experienced intermittent issues with the ac power light not illuminating. The device was initially reported as being in use at the time of the event, but it has since been confirmed that there was no patient involvement.